Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. The technical service representative evaluated the returned avl video monitor and confirmed the reported no image issue. The technical service representative isolated the issue to a resistor, designator r132, on the power pcba. The resistor was replaced with a schottky diode and the device would function as expected. The image produced by the returned video monitor was stable and clear with good color rendition. The video monitor was certified and returned to the customer for use. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, no image was displayed on the monitor, but the lights on the buttons would still function. The procedure was completed with a second glidescope avl system, with less than a three (3) minute delay while the second device was prepared. No harm to the patient was reported. The customer stated they later isolated the issue to the video monitor by testing the video baton used in the procedure with a known good video monitor.